Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the pt was explanted due to an infection at the ipg site. The pt's symptoms included redness around the incision site. The pt was given oral antibiotics and was reportedly doing well following the procedure.